Manufacturer narrative:
Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. A review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
It was reported that the patient's right hip was revised due to extreme wear of the trunnion and disassociation. Intra-operatively, an excessive amount of black tissue was noted in the patient. The stem, head, and poly liner were revised (rep confirmed there are no allegations against the liner). Rep provided a picture of the explants and reported that no further information is available.